Event description:
The customer reported that "during osteosynthesis of the left distal radius using a variax plate and screws on a displaced fracture, the surgeon encountered difficulties when inserting a 2.7 mm diameter, 16 mm long locking screw. The first four screws were inserted without any problems, but ¿the fifth screw did not lock into the plate's thread and spun freely.¿ furthermore, despite multiple attempts, it was impossible to remove. The surgeon decided to remove the plate and screws and use a new plate and new screws.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.